Event description:
It was reported that during a low anterior resection, air testing showed positive leak results. Surgeon did a diversionary colostomy.

Manufacturer narrative:
Info anticipated, but unavailable at this time.